Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, backup vvi was noted on the device due to failure to establish communication between the device and transmitter within predetermined time. The device was restored successfully. The patient did not experience any adverse consequences.